Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n637910006, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional and patient via a company representative regarding a patient who was receiving bupivacaine (concentration 15 mg/ml, dose unknown) and dilaudid (concentration 10 mg/ml, unknown dose) via an implantable pump. The patient was refilled on the week prior to this report date and a bridge was programmed. On the morning of this report date, patient had a catheter revision to relocate the catheter tip, the company representative stated that the patient reported that the catheter moved up to her c-spine in (B)(6) 2016 and patient reported that she ended up in the intensive care unit due to the catheter issue, the health care professional turned down the dose to the lowest simple continuous possibly in (B)(6) 2017 and then in may changed to a lower concentration. It took a while to get the catheter replaced because the patient needed cardiac clearance and other approvals prior to the revision, prior to the catheter moving the patient had 0 pain, the patient was having symptoms once the catheter moved <(>&<)> had to go to the emergency room but the company representative didn¿t have the complete details other than that the pump provided relief so patient had pain prior to the replacement, the general symptom was pain but she didn¿t have the degree of pain or anything like that, the entire catheter was replaced and the new catheter was relocated to t-8 but bridge programming showed there was still 12hrs left to clear the tubing and catheter. The company representative had no visibility to how the bridge programming was so she was calling the office as soon as possible as they just completed the case and she needed to get the pump programmed. There were no symptoms reported. The bolus duration was later provided as 21hrs and 36min. The company representative was unaware of the drug dose and the time that the pump was updated. It was later reported that the health care professional¿s office did not know the programming but the caller was able to confirm that the pump was last updated on (B)(6) 04 2017. It was reviewed that the pump was likely running at the lowest simple continuous rate and that the numbers seemed to correlate with what the caller was reporting for the remaining bolus duration. It was also reviewed that the tubing is likely to be cleared so if medically appropriate the bridge could be cancelled. The company representative confirmed the surgeon wanted the bolus cancelled but she was wanting to run the numbers to ensure the tubing was cleared. Technical services provided assistance in programming the cancellation and then priming the new catheter. The new drug information was noted as bupivacaine (concentration 10 mg/ml, dose 0.5 mg/day) and dilaudid (concentration 5 mg/ml, dose 0.2499 mg/day). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause for the catheter movement was unknown. No further complications were reported/anticipated.